Event description:
It was reported that this non-boston scientific implantable device exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed. At this time, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).